Manufacturer narrative:
(B)(4) (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the manufacturer). Although we have not established that the device caused or contributed to the event, we are reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Conclusions: the direction for use has adequate warnings against exposure stating, "irritating to skin. The product contains methacrylate compounds that may cause sensitization by skin contact. Gluma desensitizer powergel contains glutardialdehyde that may cause localized irritation and may cause sensitization either directly or through inhalation. Avoid contact with skin, immediately wash with plenty of water and soap." The directions for use states, "protect mucous membranes from contact with the product using a rubber dam." The dentist indicated that he did not use a rubber dam. The directions for use states, "gluma desensitizer powergel must not be used if necessary precautions cannot be taken or the stipulated application technique is not possible."

Event description:
(B)(4).